Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had visible burn damage to the heater rod wiring that appeared to have been caused by electrical arcing. The burned wiring was noticed during machine repair for a ¿concentrate connected?¿ message. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed confirmed he replaced the acid reed switch assembly, the distribution board, the sensor board and cable, the actuator board and cable, the motherboard, the burned wiring, and the function board to resolve the issue and return the machine to service. The biomed confirmed the machine had not had any past problems with failing the electrical leakage test, and confirmed the machine was plugged into a hospital grade gfci outlet. It was confirmed there were no parts available for return.